Manufacturer narrative:
Note: d4 primary UDI number updated to (B)(4). On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and thirty minutes after use on patient, irrigation became clogged. The catheter was replaced, and the issue resolved. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31113726l and no internal actions related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be established. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and thirty minutes after use on patient, irrigation became clogged. The catheter was replaced, and the issue resolved. The procedure was completed without patient consequence.